Manufacturer narrative:
The insulin pump passed the displacement test, active current measurement and self test. However, the pump failed the sleep current measurement due to a problem isolated to pcb1. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alert. The customer stated the insulin pump did receive low battery alert prior to the replace battery alert. Customer stated that the battery life was not lasting as expected. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.